Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) received an email from the perfusionist (ccp) with little information. He sent a new red sensor as the perfusionist requested. He does not have the old part it was disposed of, therefore no part will be returned to the manufacturer for evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the red ultrasonic level sensor stopped functioning properly. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not verifiable. Based on script answers, it appears the user was following the operators manual for attaching level sensors. Customer had the spare red sensor in their warehouse therefore they did not order replacement. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.